Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed fluid at the implant site which was subsequently removed in (B)(6) 2015 (specific date not reported). The implanted device remains.